Event description:
It was reported that while the pulsavac plus unit was being used, a burning smell was noticed. After the procedure, a member of the hospital staff noticed that the battery pack was deformed. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The battery pack associated with the device in question was returned to the manufacturer for evaluation. Inspection of the returned product revealed corrosion on the battery terminals and batteries. Closer examination of the power cable, connecting the battery pack to pulsavac plus gun, showed the cable to be cut in a manner that could cause the wires to short. Plastic protective casing around the cable where the cut was made is partially melted. Based on the melting of the plastic protective casing and the manner in which the wire was cut, the reported issue was caused by the battery pack getting shorted. In response to an article posted on FDA's web site titled " cutting a battery pack cable can start a fire", reprinted from august nursing 2008, volume 38, pages 13-14, a product insert addendum was created in october 2008. The addendum includes a warning statement advising customers that cutting through battery pack cables could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury. This addendum is included in each carton of product and is written in english, as well as nine translated languages.